Manufacturer narrative:
Device evaluation: two devices were received and evaluated for the device fell off event complaint. All devices were received and inspected. Due to the used condition of the foam pad, the original adhesion properties could not be verified. The device was probed and verified some adhesion was left. One device was returned with half of the adhesive protective liner still attached and the other device had excessive strands of hair, most likely attributing the complaint to use error. However, the complaint about these devices could not be confirmed.

Event description:
The wife of a patient using v-go reported that two devices fell off. It was suspected that the devices fell off because of excessive hair on the application site. It was reported that the devices are available for return to the manufacturer for evaluation.